Event description:
Customer reportedly, received the following results on advantage system 2 or 3 within 10 mins; 78 mg/dl, 91 mg/dl, and 87 mg/dl. A result of 275 mg/dl was also obtained within 10 mins on advantage system 1. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 3 (lot number 549448, expiration date 01/31/2008).